Manufacturer narrative:
The reported events were failure to capture and insulation damage. As received, a complete lead was returned in one piece. The reported event of insulation damage was confirmed. Visual examination of the lead found the outer insulation was cut/damaged due to procedural damage. The cause of the reported event of insulation damage was due to procedural damage. The reported event of failure to capture was not confirmed. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 with a right ventricular lead that experienced unacceptable capture thresholds. On (B)(6) 2021 the lead was explanted and a new lead was placed. During the explant, it was noted that there was some damage to the insulation of the lead. The patient was recovering post-procedure.